Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the sidearm port, "where the wire comes out" of the vizigo¿ sheath, was disconnected right out of the sterile package. The sheath was replaced, and the procedure was continued. No adverse patient consequence was reported.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the sidearm port, "where the wire comes out" of the vizigo¿ sheath, was disconnected right out of the sterile package. The sheath was replaced, and the procedure was continued. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination were performed following bwi procedures. Visual analysis revealed that the pigatil connector was broken leaving the electrical wire components exposed. Due to this condition, the device was sent to the supplier to perform a supplier manufacturing investigation to determine the root cause of the issue. After the investigation, it was concluded that pigtail along with cord lock were separated from the device. The copper wire were still attached to the handle. Small indentations were noticed on the outside of the handle where the cord lock is usually on the handle. This shows evidence that the cord lock was not placed in the right location before being put into the handle press machine. According to the investigation performed, this complaint is confirmed to be manufacturing attributable. A device history review was performed for the finished device 00002480 number, and no internal actions related to the complaint were found during the review. The pigatil connector issue identified during the analysis could be related to the event described by the customer. Therefore, the customer complaint was confirmed. The root cause of the failure is traced to manufacturing. An internal corrective action has been opened to reduce this failure mode. The instruction for use (IFU) contains the following warnings and precautions: before using the carto vizigo¿ sheath, completely read and understand the instructions for use. Using a standard aseptic technique, remove the sheath from the package. Visually verify that the sheath is not damaged. Inspect all components before use. Correction: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Correction to the initial report: g1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).